Event description:
Product-bolt tc3 femur. While the scrub nurse was torque wrenching the adaptor and bolt, the bolt snapped. Replacement product to be provided to hospital to complete procedure. Delay in procedure expected to be around 1 hour.

Manufacturer narrative:
Update (B)(6) 2012 total delay in procedure was 60 minutes; patient stable post operatively. Examination of the reported devices was not possible as they were not returned. View of device history records for the 250355 and 240521 lot codes finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.